Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had multiple cubies with errors, preventing user from removing the required medications and causing delays.there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had multiple cubies with errors, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 1.1 was failed. A field service engineer (fse) identified that the drawer 1-1 enhanced half-height cubie drawer in the main pocket was failed. So, the fse replaced the worn retractor band, then reseated the row board cable on row boards and drawer controller. Then inspected the interior of drawer for debris and cleaned. Further the fse found damages to pyxibus ribbon cable behind drawer 3. So, the fse replaced pyxibus cable and taped sharp edges. The system functioned as intended after the field service engineer repaired the device.